Event description:
The following information was reported: the physician felt like the device did not deploy properly. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. It was reported that the physician noted that the "sealant did not deploy". Procedure: diagnostic vessel type: peripheral vessel size: >7 mm sheath size: 6f.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was received with the sealant deployed. The sealant was found at the balloon proximal bond and the advancer tube was engaged to the distal tamp lock. The reported sealant failure to deploy incident could not be confirmed. The catheter, sealant and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. An attempt to inflate the balloon with water revealed a leak. A micro tear was found on the balloon, approximately 5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1423001) indicated that the device lot met all established performance criteria prior to shipment. UDI number: (B)(4).